Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had scratches on the screen making it difficult to read. The insulin pump took a new battery every week if not more often and rejected new batteries. The customer reported that some alarms will not sound, light did not always work on the screen, and the insulin pump had many of no delivery alarms. It was reported that the insulin would squirt every time during priming and would take a long time to rewind or prime. The customer also reported chips on the battery cover. The device will not be returned for analysis.